Event description:
Whilst clips were being loaded on the applier, two clips broke. The consequence was a delay in the treatment. Not used on the patient.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73m2000057 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). The customer returned one cartridge from unit 544230 hemolok ml clips 6/cart 84/box for investigation. The hook half of a broken clip was also returned loose. The cartridge and loose clip were visually examined with and without magnification. The cartridge was returned with a broken clip remaining in it. The remaining clip in the cartridge and the loose clip were both broken in half at the hinge. There were some scrape marks present on the cartridge. R & d was consulted about the broken clip and the clip breaking at the hinge was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality.". The returned clips were broken in half at the hinge which is due to inadequate specification of hinge thickness and is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "broken/detached parts - clip - hinge" was confirmed based upon the samples received. Visual examination of the returned clips revealed that they were broken in half at the hinge. The clip breaking at the hinge was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages.

Event description:
Whilst clips were being loaded on the applier, two clips broke. The consequence was a delay in the treatment. Not used on the patient.